Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after positioning the device in its target location it suddenly fell out of place. Upon advancing the protective sleeve to repositioning it, it was noticed that its helix had sprung. The device was not used, and a new one was implanted. The patient was stable.

Manufacturer narrative:
Reported event of helix stretch was confirmed. Visual inspection of the device found the outer helix to be out of specification. This is consistent with procedure damage. No anomaly was noted on the inner helix. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.